Event description:
Add'l info received from reporter on 05/21/2019 for report mw5085125. I have explanted both breast implants as of (B)(6) 2019. Since explanting, all of my symptoms have been reversed. FDA safety report ID# (B)(4).

Event description:
I have had multiple symptoms of breast implant illness. I have had chronic neck and back pain due to severe degeneration which resulted in neck surgery in (B)(6) 2018. Increasing acid reflux and food intolerances, deteriorating vision and red eyes, early menopause, memory issues with word loss and remembering, difficulty taking deep breaths, ringing in ears, low libido, muscle twitching, cold hands and feet, dehydration, fatigue, achy joints, multiple utis and sinus infections, long period of time to heal, easily bruise, weight gain, tingling in hands and arms, slow muscle recovery after working out, arthritis throughout my body, nails spitting, dry mouth and skin.